Event description:
It was reported that patient experienced ineffective therapy as the t8 lead had multiple high impedances. It was also noted that ipg had reached end of life. The patient used tonic stimulation, 24/7 and used programs with high settings. Surgical intervention was undertaken and during the procedure, the physician inadvertently moved the other t6 out of place. As a result, the entire system was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.